Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at first inflation, it was noted that balloon ruptured at 12 atm for 10 seconds. The device was removed without any problem using the normal method. There were no other defects in the product. The procedure was competed with a different device.

Manufacturer narrative:
(B)(6).